Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient info; source: email.

Event description:
Customer reported false negative sars results on flu+sars test on an symptomatic patient. Multiple attempts were made to contact the customer for more information. The customer was unresponsive.